Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Clarifications to initial reporter: phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell . A microscopic analysis was performed which identify a sharp broken in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken in the posterior to assessed as unidentified (tear) .broken. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.